Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing feature exceeded the maximum of 30 units during the load sequence and did not stop automatically. There was no reported adverse impact to the customer. Although requested, no additional information was provided. Multiple contact attempts were made by tandem technical support to determine if the customer inadvertently selected to continue filling once the 30 unit maximum was reached; however, the customer did not respond.